Manufacturer narrative:
Device labeling reviewed: patients should be advised that implants are not considered lifetime devices, and they will potentially undergo implant removal, with or without replacement, over the course of their life. Potential adverse events that may occur with silicone gel-filled breast implant surgery include: reoperation, implant removal, changes in nipple and breast sensation, and implant palpability/visibility. There were no reported events of inflation of patients in the core study cited in the labeling for silicone implants.

Event description:
Patient reported the right side "has gotten bigger, heavier, has a weird numbing feeling, and lumps and cysts."